Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had air bubbles passed through the pump without alarm. It was reported the patient received an MRI following the event to rule out any "adverse effects" there was patient involvement, but outcome is unknown. Although requested, additional information was not provided.

Event description:
It was reported that the device had air bubbles passed through the pump without alarm. It was reported the patient received an MRI following the event to rule out any "adverse effects" there was patient involvement, but outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had air bubbles passed through the pump without alarm. It was reported the patient received an MRI following the event to rule out any "adverse effects" there was patient involvement, but outcome is unknown. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the root cause of the reported issue of air bubbles passing through the pump module without alarms was not reproduced during laboratory testing. An internal and external inspection was performed for the suspect pump module, and no issues were found that could have contributed to the reported event. All inspected parts were manufactured by bd. Results from air in line threshold test method, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operation within specifications. Based on the review of the logs, on (B)(6) 2025 at 05:44:11 pm, suspect pump module was selected and an infusion of ¿. IV fluid¿ was programmed with a rate= 100ml/h and volume to be infused (vtbi)= 900ml. From 05:46 pm to 06:21 pm, pump module alarmed for patient side occlusion four (4) times and infusion was restarted four (4) times, recording primary volume infused (pvi)= 14.695ml at 06:27 pm, pump module was paused and was restarted two (2) minutes after. From 07:32 pm to 11:13 pm, pump module alarmed for patient side occlusion four (4) times and infusion was restarted four (4) times, at 11:41 pm, pump module was paused and was restarted three (3) minutes after, recording primary volume infused (pvi)= 523.668ml. On (B)(6) 2025 at 01:10 am, pump module was selected and volume to be infused (vtbi) was modified to 300ml. Infusion was started. From 01:41 pm to 03:29 am pm, pump module alarmed for patient side occlusion three (3) times and infusion was restarted three (3) times. The total volume infused was recorded at 891.29ml. At 04:15 am, the infusion of suspect pump module completed. Per the bd alaris pump module air in line tip sheet states that when loading the administration set into the alaris¿ pump module, the tubing needs to be pushed back into the air-in-line detector. If it is not pushed back far enough, the air-in-line detector will sense air behind the tubing and alarm. Allow solutions to warm to room temperature, if possible. (When infusing a chilled solution, air bubbles may form as cold solutions begin to warm.) A review of the system error log showed no errors were recorded related to the reported incident. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior io returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the reported air bubbles passing through the pump without alarms was not identified. Air in line (ail) sensor detection system was confirmed operating within specification based on the test results. No issues or anomalies were observed.